Manufacturer narrative:
Continuation of d10: product ID 8709sc lot # n200628001 serial # implanted: (B)(6) 2009; explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (con, manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 2.5 mg/ml 0.12 mg/day morphine 50 mcg/ml 2.4 mg/day via an implantable pump. The patient reported that in (B)(6) 2025, she transitioned her care to new physician. As a part of his new patient evaluation, he performed a catheter access study but was unable to aspirate any cerebrospinal fluid (csf) confirming an obstruction in the catheter. There was negative catheter access study in december 2025. The patient was taken to the operation room today for a planned catheter revision. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment of the existing catheter. When he removed the pump from the pocket, he noted that there was no excess length of the catheter within the pump pocket, making it difficult to try to revise it. Because it was an old 8709, he decided to go ahead and replace the catheter and its entirety. He cut off the pump connector piece and discarded it. He then proceeded to open up the midline lumbar incision and dissected down to the existing anchor and spinal segment. He then cut the spinal segment and folded it over onto itself and tied it off in multiple locations using hand silk ties. He attempted to pull the remaining portion of the proximal segment through the subcutaneous tissue but was unable to do so. He was given a new 8780 catheter, which was placed at t9/10. The new spinal segment was anchored and then tunneled to the existing pump pocket and connected to the new proximal segment and the existing pump. A priming bolus had been initiated to remove the previously existing drug from the internal tubing before connecting it back to the intrathecal catheter. Once the bolus was completed, the pump was connected to the new catheter and placed back into the pump pocket. The physician then aspirated from the catheter access port with positive return of cerebrospinal fluid (csf). Incisions were then irrigated and closed. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The healthcare provider (hcp) has no further information for medtronic.